Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received two devices. The product expiration date cannot be verified as the lot number was not reported. The visual inspection of the returned product noted. Each instrument firing knobs were retracted and the articulation levers were in neutral position. Visual inspection of internal components revealed sheared teeth on each firing rack at site of initial firing post clamp up. Pmv performed functional testing which included. Pmv loading unit used in testing. N6m0706kx each instrument was successfully loaded with single use loading unit. Each instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into each instrument body for visualization of the firing racks. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the first two handles did not work at all. A third handle was taken and the stapling could be performed correctly. There was no medical intervention or patient injury.